Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that this phenomenon was attributed to the temporary failure of the main circuit board and the converter.

Manufacturer narrative:
The subject device was not returned to omsc. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during the hysteroscopic uterine polypectomy procedure, it was found that the examination lamp turned off suddenly and the emergency lamp lit up, and the error e102 which indicated that the subject device was broken down was displayed. The user facility replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.